Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 19dec2023, 03jan2024, and 10jan2024 for further details regarding the event; however, the key market responder reported that the device showed as invasive, but the v60 ventilator is noninvasive. The key market was unable to provide any further details regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a high tidal volume. The device was in clinical use when the issue occurred, the patient was moved to a different ventilator. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
(B)(6).